Event description:
It was reported by the patient that she underwent a pelvic floor repair procedure on (B)(6) 2011 and mesh was implanted. About five weeks later, the patient started to have urinary incontinence and a sling was placed in (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03255. The same patient is represented in each medwatch.